Event description:
It was reported that the surgeon was not able to mobilize the mandible enough to get the intermediate splint in place, and the lefort was not completed as they were not sure if they would get the correct result.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.